Event description:
The customer reported that the consumer purchased the syringe. After returning home and it was found unknown liquid when using it., the customer had already replaced it for the consumer. The customer want to known whether this is normal and request a replacement quantity of (B)(4). Call center contacted the customer to provide pictures and confirm the specific location of the foreign object (unknown liquid), but the customer has not responded yet. Material code found in the system is 328822. If any update will be sent by email. Sample availability: yes. Sample availability details: picture/video available and physical sample. Update/additional information: call center has confirmed new information as below please help to update the new information in etq system, thanks. Attached are photos of sample. 1.case sub-category: needle. 2.case product details-product component: needle. 3.case product details-product issue: foreign matter (external). 4.case product details-description: syringe. Needle. Foreign matter (external)-unknown liquid.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause is determined to be medical grade silicone that allows the syringe plunger to glide through the syringe barrel. This is not a defect of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.